Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that it was the doctor's desire to implant the pump in the first place. It did not bring the patient any relief. However, over the years, the patient became used to getting the medication and therefore decreasing the medication increased the patient's pain "a lot." He initially wanted the pump removed, but due to this increased pain, they cannot remove the pump. He stated it was a mistake to implant the pump in the first place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen, dilaudid (4-5 mg/day), and bupivacaine via an implanted pump. The indication for use was spinal pain. It was reported the hcp put in the patient's 2nd pump and it was "a tragedy." The pain would go away if the patient stayed in bed but if they used their legs the pain got worse. It was noted this started after the patient's knee surgery.